Manufacturer narrative:
:A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure when the beading was removed from the vascular graft, the graft tore. The health care professional used the other section of the graft to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the returned segment appeared clean. There were no signs of rips or tears along the length of the returned segment of graft. The beading was noted to be intact along the returned length. The returned portion measured 28.8cm in length. There were no suture holes observed at the edges of the graft. Both ends were noted to be cut on the returned sample. Based on returned graft, the entirety of the graft was not returned for evaluation purposes. Functional/performance evaluation: the entire graft was not returned; therefore, no functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the returned graft segment had no holes, tears, or splits. However, the entirety of the graft was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: the current IFU states: impra eptfe grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the graft to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. Aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. When suturing, avoid excessive tension on the suture line, inappropriate suture spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture hole elongation, suture pull-out, anastomotic bleeding and/or disruption. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.